Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) the patient experienced pain on his upper chest and went to the hospital. The patient went to the emergency room and he was checked by the doctor and told him that he took too much insulin due to the inaccurate readings. Prior to this event, the cgm was 180 mg/dl and the bg reading was 130 mg/dl. At the emergency room , the patient didn't remember what's his bg meter and his dexcom reading were and the patient was treated with unspecified medication. After that, he felt better. The patient stayed at the hospital and was discharged on (B)(6) with no other medications and treatment. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.